Manufacturer narrative:
The device was returned. During the returned device analysis, the actuator mandrel was observed to be bent. The reported clip jumping, inability to open the clip, clip opening while locked and clip opening while establishing final arm angle could not be replicated in a testing environment as the clip was not returned. The reported single leaflet device attachment (slda) could not be replicated in a testing environment as it is related to patient/procedural conditions. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated, a cause for the reported clip jumping, inability to open the clip, clip opening while locked and clip opening while establishing final arm angle cannot be determined in this incident. The reported slda was likely due to procedural conditions as the clip detached form the posterior leaflet during lock line testing. The observed bent actuator mandrel was likely a result of procedural conditions. The reported foreign body in patient was due to procedural conditions as the physician had to deploy the clip on the anterior leaflet. The reported patient effect of failure to retrieve mitraclip system components, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle (efaa), clip opening while locked, single leaflet device attachment (slda), clip inability to open. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While preparing an ntw clip (00310u124) it was noted that the clip slightly opened, about 5 degrees, while establishing final arm angle (efaa). The decision was made to continue with the clip; therefore, it was inserted and advanced into the valve. The leaflets were successfully grasped at a2p2; therefore, the deployment sequence was started. While establishing final arm angle, it was noted that the clip settled, but was still firmly attached to both leaflets. The deployment sequence was continued, but while testing the lock line, the clip opened to roughly 20-30 degrees. The clip was able to reclose, but roughly one minute later, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The clip was unable to be inverted, so the physician deployed the clip on the anterior leaflet. The physician then decided to open an nt clip (00228u103) to stabilize the slda. However, when the clip delivery system (cds) box was opened, it was noticed that the flush port on the delivery catheter (dc) handle had been severed off. The cds was not used and was another cds was opened. This clip was successfully implanted, stabilizing the slda, and reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.